Manufacturer narrative:
The device was manufactured between 25sep2020 and 26sep2020. Two hundred forty-three (243) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be nylon and paper in 136 bags; poly (ethylene) in 36 bags and nylon and ethylene in 71 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in two hundred forty-three (243) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl citrate in 107 bags and fentanyl and bupivacaine in 136 bags. The pm was identified by the customer as nylon and paper in 136 bags; poly (ethylene) in 36 bags and nylon and ethylene in 71 bags. There was no patient involvement. No additional information is available.